Event description:
It was reported that the pt experienced telemetry issues. An over-discharge was suspected. It was also reported that the implant had been "moving around" for (B)(6). The pt had previously flipped it over, allowing him to recharge, and the device had four inches of lateral movement. It was reported that the last time the pt recharged his skin turned "red hot". The pt visited a clinic on (B)(6) 2011, had a physician-recharge-mode performed on his battery, and was sent home to charge. The doctor checked his battery location and thought it felt and looked fine. An impedance check was normal. On (B)(6) 2011 the pt met with a MFR rep who confirmed that he had coverage and the battery was working well. It was unk if this was the pt's first over-discharge.

Manufacturer narrative:
(B)(4).